Manufacturer narrative:
Additional information received providing lot#.

Manufacturer narrative:
Duragen (id3301i) was not returned, but since lot# was provided, manufacturing records review and retained sample evaluation for finished goods lot 6757717 was performed as follows: device history record (DHR) review - the DHR was reviewed and no discrepancies were reported during the manufacturing process of the product which could have contributed and/or be related with the reported condition. The reported lot complied with all in-process testing and requirements. Failure analysis - one (1) unit was visually inspected: dispenser box and trays were in good condition, the outer and inner tray sealing area were complete, no sponge defects and no foreign matter were observed in the sponge, product labeling was correct and legible and bacterial endotoxin test performed to the retain sample was satisfactory. Root cause - the complaint is not confirmed. Based on the satisfactory retain sample evaluation results and a revised medical assessment, there is no indication of the product having a causal relationship to the infection. The revised medical assessment concludes that "the additional information does not alter the initial assessment as no conclusive evidence has been provided or found that would support a causal relationship determination and would thus implicate the duragen catalog id3301i graft as the initiation agent of infection. The infection is likely procedurally related and occurred during the removal of the intracranial tumor.¿ the risk remains acceptable per the risk analysis. If additional information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported that duragen 3x3 1 pack ce (id3301i) was used in the removal of an intracranial tumor on (B)(6) 2023. Subsequently, infections were noted on (B)(6) 2023, and the patient underwent debridement on (B)(6) 2023, during which duragen was explanted. Unfortunately, the patient developed sepsis post-procedure, and despite additional treatment attempts, the patient passed away. No issues were reported with the operative wound after the procedure. Additional information received indicates the following: 1. Type of infection/organism if known, and what tests were done to confirm the infection. Unknown. 2. What treatment and or medication was given for the infection ¿ if medications were administered, please include medication names. Unknown. 3. What is the health history of the patient? Had intracranial tumor. 4. Patient outcome and or status regarding the infection.«developed sepsis and passes away. 5. Did the patient die, and if so, what was the cause of death? «yes. Sepsis was the cause of his death. 6. Date of death. Unknown. 7. Patient information. <<70's , male.

Manufacturer narrative:
Duragen 3x3 1 pack ce (id3301i) was not returned for analysis after three good faith attempts (gfes) and the device history record (DHR) review was not possible since no finished good lot number was reported as part of the complaint. Failure analysis - failure analysis is not possible since the unit will not be returned for evaluation. However, a medical assessment was performed to evaluate the possible relation between the reported event and product use. This assessment concluded that "there is no indication or trending that would implicate the duragen, catalog id3301i as having a causal relationship to the infection, and is likely procedurally related due to the intracranial tumor removal index procedure.¿ additionally, the product IFU addresses possible complications during these types of procedures and states that "possible complications can occur with any neurosurgical procedure, including cerebrospinal fluid leaks, infection, delayed hemorrhage, and adhesion formation." Root cause - the complaint is considered unconfirmed. Based on the lack of sample availability and the medical assessment, no conclusive evidence has been provided or found that would support a causal relationship determination and would thus implicate duragen graft as the initiating agent of infection. The infection is likely procedurally related and occurred during the removal of the intracranial tumor. The risk remains acceptable per the risk analysis. If additional information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.